Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia with a blood glucose (bg) of 500 mg/dl with a headache and eye discomfort associated with an alleged inaccurate delivery. Reportedly the patient was hospitalized and treated by their health care provider. During troubleshooting with customer technical support, the customer reported that the patient made changes to the basal program. It was also noted that the basal delivery totals in the total daily dose did not match; the basal edit screen was accessed. The basal history matched the active basal program and all boluses were recorded as programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with user error.